Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a lens to have one haptic remaining in the capsular bag and one haptic in the sulcus. The surgeon reported the patient to have ugh syndrome, pain and blurry vision. The patient was treated with topical glaucoma medications and the lens was exchanged for another lens.